Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because they were leaking urine. The existing aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump, and balloon. The physician was very satisfied with the fir of the 4.0 cm cuff, and reported that there were no patient complications. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.